Event description:
An attempt was made to use a mo.ma ultra device in a patient. The target lesion, located in the cca was described as calcified with 75% stenosis. The device was inspected prior to use with no abnormality noted. Negative prep was not performed on the device prior to insertion in the patient. However, it was reported that the distal eca balloon ruptured in vivo. Another mo.ma ultra was used to complete the procedure. There was no reported adverse effect to patient. Device evaluation: the eca balloon was tested by inflating with red water however, a leakage was immediately detected on the balloon surface. The balloon was inspected by microscope and a longitudinal burst was detected. The cut length was 4 mm , however, on the same line there was an incision all balloon length long. Moreover, 2 surface stressed portions were detected on the balloon surface.

Manufacturer narrative:
Evaluation, results: patient condition effected effectiveness of the device; related to operational context; failure to follow instruction (negative purge was not performed prior to insertion in the patient). Conclusion: device failure related to patient condition; event related to operational context; user error contributed to event. (B)(4).